Event description:
It was reported that the right atrium lead had low impedance and the right ventricular lead had high impedance. Exit block and high threshold developed in both leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrium lead had low impedance and the right ventricular lead had high impedance. Exit block developed in both leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.